Event description:
Customer reported unexpected negative reactions on the echo for a patient sample known to contain anti-e.

Manufacturer narrative:
The customer did not return samples or product. It is not possible to rule out the sample as a cause of the event.